Event description:
Caller states that the inform base melted and smoked while docked with a meter. The caller states that there was smoke and melting plastic. Caller states that she docked the meter into the base while wet with bleach solution. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch with patient identifier (B)(4) for the inform meter.